Event description:
Pt had c-section on 7-10-98, on 7-12-98 it was reported that pt had a large red area on her back (upper). The pt had a grounding pad on her right thigh during the procedure. However, when pad was removed no redness noted. The cautery unit was set at 50 coag and 50 cutiing and was used twice for bleeding. It was reported on 7-12-98 that the area on the upper back was an apparent burn.